Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: contamination was found under the contacts of all the buttons, the keypad cover was damaged and the display screen was faded with a pink contrast.

Manufacturer narrative:
(B)(6). (B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on investigation, the keypad cover was noted to be torn near the up arrow button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, all the keypad buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display screen was noted to be faded with a pink contrast. A test display was attached to the pump and illuminated properly.